Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, the 23mm commander delivery system balloon burst with almost all the volume given upon deployment of the 23mm sapien 3 ultra resilia valve in the aortic position. The system had been prepared with two additional cc's of volume above nominal, but the physician believes there was still volume remaining before the balloon burst. Inflation speed was slow by an experienced site. No post dilation or other intervention was necessary, and it was a successful valve deployment. There was no difficulty withdrawing the delivery system, and the delivery system was able to be removed through the sheath. There were no negative patient outcomes. The perceived root cause of the balloon burst was thought to be calcium, which was mild to moderate.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Photos of the device were provided for review and the following was observed: inflation balloon burst radially and longitudinally. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation ) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.